Event description:
Customer reported uncommanded x-rays, system continues to fluoro for a few seconds after releasing the switch. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the handswitch, doghouse x-ray switch, and gib. System operates as intended.